Manufacturer narrative:
Section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Doctor suspects toxic anterior segment syndrome (tass) case. The patient underwent uncomplicated ceiol + goniotomy on (B)(6) 2025. Intracameral shugarcaine and moxifloxacin were both given as part of standard care. On poo3-4, patient developed worsening eye redness, tearing, and blurred vision. Patient's visual acuity (va) this week has been ~20/100 with significant diffuse corneal edema and flare out of proportion to cellular reaction, without vitritis. She had minimal improvement with frequent pf this week. (B)(6) 2025 patient was sent to another doctor to rule out (r/o) endophthalmitis. The second doctor stated he thought the appearance was most concerning for tass. Doctors are continuing treatment with frequent steroids. No further information is available.